Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's dad reported via phone call of hospitalization for blood glucose of 300mg/dl and diabetic ketoacidosis. The customer's blood glucose at the time of the call was 128mg/dl. Customer declined to further troubleshoot. The product will be returned.